Event description:
It was reported that (6) devices were used during a lobectomy. It was reported by the affiliate that one of the ez45b instruments would not close after fifth firing. The other two ez45b devices would not cut after third firing. Another instrument was used to complete the case. There was no consequence to the pt.